Manufacturer narrative:
Based on the technician statement, the clamp attachment of support arm was defective. The clamp mount is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. It is worth mentioning that customer is obliged to follow the installation instructions delivered together with the device. For example, according to installation instructions in the specification of the maximum capacity, it is stated how many kilograms can be loaded depending on the angle of use of the accessories (max. Approx. 3 kg). When moving the support arm or changing position, the patient connection should be observed to see that no pulling or other movement occurs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective clamp attachment of support arm.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).